Manufacturer narrative:
The pump was received with a blank display due to a broken trace on the interface board. Unable to perform the functional testing due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer insulin pump was dropped and reason for blank display. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced due to blank display and being dropped.